Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they were on the way to the hospital for an appointment and was not feeling well on the way, so he decided to get a candy bar at a store. The patient stated they did not recall what the dexcom receiver was displaying at the time of event; however, he performed a finger stick reading and the blood glucose meter was displaying a reading of 27mg/dl. He stated that the receiver did not give him an indication that his bg was low and was rushed to the hospital by his mother and was treated with dextrose 50. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.